Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement in a calcified common femoral artery was attempted with eight proglide devices, using the pre-close technique, via a 5f sheath prior to a abdominal aortic aneurysm (aaa) procedure. As the sutures of the eight proglide devices were not able to be pre-placed due to cuff misses, a surgical cut down was performed. The aaa was completed. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other seven proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using eight proglide devices after an interventional procedure. Reportedly, a cuff miss occurred with all eight proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the final medwatch report, the following is corrected information: it was reported that suture placement in a common femoral artery was attempted with eight proglide devices using the pre-close technique via a 5f sheath prior to a abdominal aortic aneurysm (aaa) procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: describe event or problem - no calcification noted in a common femoral artery. Correction: device status changed from not returning to returned. Evaluation summary: analysis was performed on the returned plunger. The reported needle to cuff miss could not be replicated in a testing environment as all components were not returned for analysis. In the absence of all components returned for analysis a conclusive cause for the reported needle to cuff miss could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.